Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button was not working. The patient reported that the other buttons were working fine. The patient confirmed that the keypad was intact but stated that the ok button appeared worn. The patient reportedly wore the pump in a leather case attached to a belt and cleaned the pump with a damp cloth. This report is made based on the allegation that the down arrow button was not working.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing the up and down arrow keypad buttons were intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.